Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent 2nd hip revision procedure 2 years post initial implantation due to acetabular fracture. During the first revision, poor bone quality was noted.

Event description:
It was reported patient underwent total right hip arthroplasty. Approximately 11 years later, patient underwent a second revision due to pain and bone fracture. Acetabular shell was removed and noted substantial damage to acetabular bone stock. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b5; d1; d6; d11; h2; h3; h6. D11: biomet m2a-magnum pf cup 48odx42id cat#us157848 lot#798190, biomet taperloc por fmrl 5.0x130 cat#103200 lot#697600, biomet active articulation 42mm-3 e poly outer bearing cat#unk lot#unk, 28 biolox ceramic inner bearing with -3 head adaptor cat#unk lot#unk. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed. Review of the available records identified the following: continues to develop further acetabular fractures with increase in discomfort CT scans indicated that plastic articular bearing portion of dual articulation had disassociated and ceramic head remained within shell found posterior hip capsule had been disrupted and plastic bearing had disengaged and was located over the posterior surface of acetabular shell, ceramic head remained on stem and was articulating within cup explanted plastic bearing, erosion was noted on 1 side (wear) and had fractured stem found well-fixed and in good position and retained surgeon elected to remove cup due to possible damage acetabular bone stock was noted intact in anterior-superior quadrant, inferiorly as well as along the posterior rim, lytic defect noted in posterior column and wall, as well as the medical wall extending to anterior column ¿ debrided new cup with multiple acetabular bone screws placed no complications review of the device history records identified no deviations or anomalies that could contribute to the reported event. The reported products were reviewed for compatibility, these devices are functionally compatible. However, an m2a magnum pf cup, left from the primary surgery was used in conjunction with a new active articulation hip bearing. This would be considered an off-label use of these devices. It is unknown if this combination would have caused or contributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03569, 0001825034 - 2018 - 08628.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown head lot# unknown, item# 103200 taperloc por fmrl 5.0x130 lot# 697660. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.